Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was warm to the touch, but it didn't hurt. The patient was redirected to their healthcare provider to ask about the ins site being warm to the touch. The patient noted they go back to the doctor on (B)(6) 2019. No further complications were reported.